Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of medtronic¿s chronic total occlusion (cto) devices: the viance crossing catheter, the enteer re-entry catheter and the enteer guidewire. Survey results are received for an interventional cardiologist with 6 years¿ experience who has been using the enteer re-entry catheter and the enteer guidewire devices since 2017, and the viance crossing catheter since 2016. The respondent used 8 enteer guidewire devices overall, with 2 of these being used in the past 12 months. The respondent used 8 enteer re-entry catheter devices overall with 4 of these being used in the past 12 months. The respondent used 17 viance crossing catheters overall with 5 of these being used in the past 12 months. During use of the enteer guidewire device, the respondent reports a complication of stroke (1 event) and reported it as severe hemiparesis. The event was considered to be very concerning and was deemed to be device related.